Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump a broken force sensor was detected during seating or regular delivery. Customer's blood glucose level was 5.0 mmol/l. Device will be returned for the analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on electrical board particularly around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.